Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had full black screen. The customer¿s blood glucose level was unknown at the time of the incident. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per healthcare professional instructions. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a full segment display, problem isolated to lcd board. Unable to perform operating currents, self-test, unexpected restart and displacement test or verify missing segment due to full segment display.